Manufacturer narrative:
Pending sample analysis.

Event description:
The caller reported that the twist lock mechanism has been coming disconnected during use on a homecare pt. The caller confirmed the tube was placed in the pt on (B)(6) 2012. The caller confirmed that the pt is on a unspecified model ventilator and the ventilator alarms every time the disconnection occurs. New info provided on (B)(4) 2013 confirmed that the tube was replaced on (B)(6) 2013 and is now available for analysis.